Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed evidence of power on resets. Stripped threads were observed on the returned battery cap; there was no damage found to the battery compartment. During testing, intermittent power was duplicated while attempting to attach the returned battery cap to the pump. A new test battery cap was able to fully connect to the pump with no issues. The pump was exercised for a 24 hour duration period using the new test battery cap; no warnings, alarms or power loss was observed during this time. The pump cover was removed and there was no damage to the battery flex or power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump reboots itself randomly and this has happened about six times in the past two-three weeks . The reporter denies any damage to the pump's casing, any moisture, or damage to the battery cap, which secures tightly. It is approaching six months since battery cap was last changed, but the yellow o-ring is not visible. The patient alleges the pump rebooted in the middle of the night last night and when she woke up and checked her blood glucose (bg) it was 250mg/dl, she was slightly fatigue and had extreme thirst. She gave herself and injection of novolog, but she cannot remember how many units were given at that time, and after an hour her bg was in a normal range and her symptoms where resolved. The patient shortly discontinued use of the pump and reverted to a backup plan. The blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation that the pump reboots randomly.